Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the server and ran both the server downtime and received message queries, confirming that all processing times were current and messages were successfully crossing over. The customer later confirmed that the issue appeared to originate from their athena electronic medical record (emr), where traffic to the devices had been delayed by about 90 minutes. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the medication order was entered into the electronic medical record and verified by the pharmacist, but pyxis did not receive the data for the new medication order. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.